Event description:
During a procedure the jaw of forceps broke and possibly the screw/pin fell in the patient. Screw/pin was not found. An x-ray was done on the patient. There was no patient injury or patient consequence.